Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 05aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A cpu pcba was return for analysis. During further investigation (fi), a visual inspection of the cpu pcba revealed no signs of damage or contamination. Root cause: this customer returned cpu pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During corrective maintenance, the manufacturer's international service technician found ventilator restarted error code in the diagnostic report. There was no patient involvement.